Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a lifted, bubbled downstream occlusion sensor(dso) and air sensor. It is unknown if there was no patient, or clinician injury associated with this event..

Manufacturer narrative:
(H6) additional information was received indicating that there was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was duplicated. The damaged dso (downstream occlusion) sensor seal and loose air detector were replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.

Event description:
There was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). Corrected information provided in a1 and b5 (no patient involved).